Manufacturer narrative:
Two devices were received for evaluation. Due to excessive clotting in both dialyzers received, blood leak testing could not be performed. The header caps were removed from both devices for further visual inspection, and no manufacturing defects were observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two units of revaclear 300 dialyzers, two internal blood leaks were observed. Treatment was discontinued. It was reported the extracorporeal circuits of blood were not returned to the patient. Treatment was resumed with a non-baxter dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.